Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete. Placeholder.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The nvram memory chip component was not functioning; therefore the component was replaced with kit (B)(4). The repaired unit passed all functional tests and was returned to the customer. Lack of remote views and a rebooting issue was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs received a report that a patient monitored with qube monitor model 91390 experienced persistent rebooting issue which caused loss of remote views and local parameter processing on (B)(6) 2015. Product was sent for service repair. No one was injured as a result of this event.